Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode. The patient was pacemaker dependent and technical services discussed an urgent device replacement. No adverse patient effects were reported. The device remains implanted. It was reported that the device was later explanted and returned with no additional information related to the procedure. Additional information has been requested, however, at this time, no additional information is available. No additional adverse patient effects were reported. Analysis is ongoing at this time. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode. The patient was pacemaker dependent and technical services discussed an urgent device replacement. No adverse patient effects were reported. The device remains implanted. It was reported that the device was later explanted and returned with no additional information related to the procedure. Additional information has been requested, however, at this time, no additional information is available. No additional adverse patient effects were reported. Analysis is ongoing at this time. This report will be updated upon completion of analysis.

Event description:
It was reported that this device exhibited safety mode. The patient was pacemaker dependent and technical services discussed an urgent device replacement. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this device exhibited safety mode. The patient was pacemaker dependent and technical services discussed an urgent device replacement. No adverse patient effects were reported. The device remains implanted. It was reported that the device was later explanted and returned with no additional information related to the procedure. Additional information has been requested, however, at this time, no additional information is available. No additional adverse patient effects were reported. Analysis is ongoing at this time. This report will be updated upon completion of analysis.